Event description:
I was using a quip electric toothbrush, and the head violently detached from the toothbrush base while I was brushing my teeth. The brush head and motor were ejected with force, scratching the left side of my face, my eyelid, and my eye and cutting the inside of my lip. While there was no permanent damage, and I did not require professional medical assistance, my eye could have been much more severely wounded. It could also have been a choking hazard if the toothbrush had exploded in a different direction.